Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use at the time of event occurrence. The field service engineer (fse) went onsite and confirmed that system would not boot up. Upon functional testing, the fse identified host pc disk tray problem. The philips engineer inserted hard disk to another slot in disk tray. Following repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.